Event description:
It was reported that during a generator change procedure, the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) was unsuccessful possibly due to connection issues. The physician reported that after the crt-d was connected, and lead testing was conducted and measurements were all acceptable and in range, while closing the pocket, the physician observed noise artifacts on the right ventricular (rv) lead channel. It was noted that the rv lead noise artifacts were oversensed by the crt-d and led to pacing to be inhibited. It was noted that the patient is pacing dependent and experienced asystole. The physician believed cause to be due to connection issues between this crt-d and rv lead, however, was unable to be confirmed since the lead measurements were normal. The physician opted to remove the crt-d and replaced it with a new device successfully. The rv lead remains in service. No additional adverse patient effects were reported.